Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening. A leak test was performed which identified an opening and delamination. A microscopic analysis was performed which identified one striated opening, wear abrasion and total delamination of valve. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure, and one striated opening assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.